Event description:
The patient underwent revision surgery on (B)(6) 2025, following the initial surgery performed on (B)(6) 2024. Over the past six months, the patient began experiencing pain, which led to a clinic visit where imaging revealed disengagement of the glenoid components from her glenoid. During the revision surgery the following components were removed: smr small-r connector +2 (part code: 1374.15.312, lot number: 2409580, sterilization: 2400084). Smr eccent. Glenosphere dia. 36mm (part code: 1376.09.031, lot number 2414117, sterilization 2400119) smr reverse liner + 6 mm (part code 1360.50.820, lot number: 23at40j, sterilization: 2400057). Smr glenoid baseplate small-r (part code: 1375.15.605, lot number: 2409099, sterilization: 2400098). The above-mentioned connector, liner and glenosphere were replaced by the following new ones: smr small-r connector (part code: 1374.15.305, lot number: 2407409, sterilization: 2400067). Smr eccent. Glenosphere dia. 36mm (part code: 1376.09.031, lot number: 2434937, sterilization: 2500010). Smr reverse liner +6 mm (part code: 1360.50.820, lot number: 24at3vd, lot number: 2400253). The patient is a female, date of birth on (B)(6) 1962. The event happened in the united states.

Manufacturer narrative:
Checking the manufacturing charts of the lot number: 2409099, no pre-existing anomaly was found in the (B)(4) items belonging to this lot. The manufacturer will submit a final MDR as soon as the investigation is complete.